Event description:
The customer reported that during a supracervical total abdominal hysterectomy, on the second activation the jaws of the device would not reopen while applied to patient tissue. To remove the device, the surgeon resected the tissue directly adjacent to the jaws of the device. The surgeon then used manual clamps and ties to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow up report will be submitted.